Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed during clinic follow up and was reproducible with isometrics. Patient did not presented with any symptoms. The lead was capped and replaced. The patient was condition before, during and after the procedure was stable.